Event description:
The time of event is not during procedure. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the bending rubber steel braid piercing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, our technician confirmed that the lcb (light carrying bundle) broken, the insertion flexible tube buckled, and the segment rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0628(ift)" and/or the risk analysis results, it was evaluated to submit MDR.